Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During the extracorporeal circulation for vsd, the customer noticed significant pressure drop soon after the pump started. Act was about 700, the blood inlet pressure was 280mmhg and blood outlet pressure was 140mmhg at 1l of pump flow.(half flow). The customer waited for a while, but there was no improvement. Ultimately, the pressure went up to 325 mmhg at inlet and 140mmhg at outlet by 1l of pump flow, so the customer replaced the device. After the device replacement, it was normal with 40mmhg of the pressure drop by 1l of pump flow. The procedure was finished with the replaced device. (B)(4).

Manufacturer narrative:
(B)(4). The product was visually inspected in the laboratory of the manufacturer. On the blood inlet and outlet side no clots were detected. During rinsing no clots were flushed out. The product was cleaned with sodium hypochlorite solution. No other abnormalities were detected. The investigation of the manufacturer is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
10/05/2017 11:13 am (gmt-4:00) added by (B)(6): the product was visually inspected in the laboratory of the manufacturer. On the blood inlet and outlet side no clots were detected. During rinsing no clots were flushed out. The product was cleaned with sodium hypochlorite solution. No other abnormalities were detected. For further examination all four sides of the oxygenator were sawn open, and the mats were inspected for any signs of damage, marks or any other anomalies. No abnormalities were found. The number of gas mats was also counted, and there are 93 mats on the gas side and 22 mats on the water side. There were no signs of any clotting between the mats, or anything else of note. A DHR review was performed for the affected product: basic lot 70111561 and packaging lot 70112948 (serial number (B)(4)). The avz from (B)(4) (dms# (B)(4)) was reviewed on 2017-09-04. There were no references found, which are indicating a nonconformance of the product in question. Additionally a review of the weekly performance monitoring according to si-c-09 has been reviewed (dms# (B)(4)), the performance tests passed the acceptance criteria. Thus the reported failure could not be confirmed based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: #703006450, customer ref.: 17-0682.